Event description:
In 2008, the pt reported that the piston rod on his insulin infusion device will not return and is stuck about a third of the way down. He stated the piston rod is making a clicking sound when he tried to get it to return. He said the piston rod appears to be dirty. To troubleshoot, the pt was instructed to try to retract the piston rod, but he received an e10 (cartridge error) alarm. The pt was instructed to switch to a new battery but the piston rod still would not move. The pt stated insulin had been spilling into the cartridge chamber when he changes cartridges. The pt was advised to attach the tubing to the cartridge prior to insertion. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.